Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. (B)(4).

Event description:
According to the reporter, the instrument failed out of warranty. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.